Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 2.1 was failed. A field service engineer (fse) arrived onsite with no active failures observed, powered down the station, and reseated the row board cable connection for enhanced half height drawer 3.1 due to reported row board errors. As proactive maintenance also reseated the row board cable for drawer 5.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 and 2.1 failed. Drawer 3.1, pocket e6 prompts to eject the cubie and will not accept the cubie back into the pocket. Main drawer 2.1, pocket a6 was rejected back with a ¿rewrite or invalid cubie address¿ error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.